Manufacturer narrative:
Manufacturer narrative: updated sections: d4 expiration date and UDI, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Corrected data: section h6 health effect - clinical code.

Event description:
It was reported through implant patient registry, that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 3 months due to severe calcific bioprosthetic valve aortic stenosis and aortic insufficiency. The patient presented with cardiogenic shock in the setting of acute systolic heart failure, cardiogenic shock, cardiomyopathy (ef less than (B)(6)), nyha IV. The tavr was performed with a 20mm 9750tfx valve. The patient tolerated the procedure well and was delivered back to the ICU in critical condition. The patient was discharged home on pod # 2. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.